Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient. It was reported that the lead insulation at the proximal end pulled away from the contacts exposing the 4 wires insulated wires in the lead. The rep further stated that the doctor placed the lead, connected the lead to the extension. After suturing the boot around the lead/extension the insulation pulled off of the lead. It was also indicated that there was no injury to the patient as a result of the lead problem. The lead was replaced with a new lead without issue.

Manufacturer narrative:
Device analysis coded above.

Event description:
Device analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.